Event description:
It is alleged that the end of the cholangiogram kit came off during surgery and the case was completed with open laparotomy surgery. It was reported the pt stayed at the hospital for five days recovery instead of 12 hours. It was reported that the pt had to go home with a t-tube in place.